Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting premature battery depletion after 9 months. The device is not on the advisory recall list. The expected longevity at nominal parameters is 56 months.